Event description:
The customer reported that the jaws did not open. There was no patient injury. No further information is available from the customer.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(4) 2015. Date of follow-up report : (B)(4) 2015. One used lf5544 was received for evaluation. The returned sample did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found the knife is trapped and contained within the jaws. The reported condition was confirmed. The jaws were stuck shut due to the knife is trapped and contained within the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be knife trap due to user error. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : 07/01/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.